Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues charging their ins. Pt mentioned they were able to fill the coupling boxes but they would have to charge their ins for 4 to 5 hours and it was taking too long to charge. During the call pt confirmed no visible damage to the recharger antenna. The issue was not resolved. Pt mentioned they lost 80 pounds and now they could get around so much better. Pt said their implant now protrudes out. Pt mentioned they go in for pain management and they have a new doctor, and their doctor suggested to replace their ins but pt did not trust the new doctor because they only saw the new doctor once a year. Pt only trusted dr. "(B)(6)" who implanted the pt, but he was not there anymore. Ps will make an outbound call to get event date, hcp, review recharger antenna replacement, and to redirect pt to hcp if the recharger antenna replacement does not resolve the charging duration issue. Redirected caller: other (document in note).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.